Manufacturer narrative:
Batch review performed on 23 september 2025: gmk-revision 02.07.0623scf fixed tibial insert semiconstrained s.6 / 23 mm (k103170) lot. 2246238: (B)(4) items manufactured and released on 28- march-2023. Expiration date: 09-march-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07. Scp23 tinbn coated sc peg - 23mm (k210010) lot. 2112339: (B)(4) items manufactured and released on 06- dec-2021. Expiration date: 24-nov-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient underwent revision surgery on (B)(6) 2025, converting from non-medacta to medacta products. On (B)(6) 2025, a washout and insert swap from gmk-sphere to gmk-revision was performed due to an infection due to unknown cause. MDR (B)(4). On (B)(6) 2025, the patient presented again with signs of infection and underwent another washout with poly swap. The surgery was completed successfully.